Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital due to not feeling well. During the device check, it was noted that there was elevated impedance and threshold. A loss of capture was also noted. A lead revision has been scheduled. No further patient complications have been reported as a result of this event.